Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needle broke off and failed to inject the medication as a result. The following information was provided by the initial reporter, translated from chinese: "install the insulin pen and needle tip for the patient, and accidentally break the inner needle, making it fail to inject."

Event description:
It was reported that the bd micro-fine¿+ pen needle broke off and failed to inject the medication as a result. The following information was provided by the initial reporter, translated from chinese: "install the insulin pen and needle tip for the patient, and accidentally break the inner needle, making it fail to inject."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. H3 other text : see h10.